Event description:
It was reported there was a ¿deterioration of symptoms¿ and the implantable neurostimulator (ins) turned off by walking through an a irport security system. It was stated the patient then turned the device back on himself. It was stated the patient came to the clinic two days later and the device was interrogated. It was also stated there was a worsening of parkinson¿s symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted there was a general worsening of parkinson's symptoms. The patient felt generally more "off", decreased mobility.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).